Manufacturer narrative:
Based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and additional field input¿arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to user-related setup factors, specifically improper cassette installation or setup, which can prevent normal pump outflow function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow does not work. This occurred during use in a case with no patient effect.